Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Concomitant medical products: (non-bd 30ml syringe, lot: li080k9, exp: 10-21, 30ml 30mg 1mg/ml morphine sulfate injection). Race and ethnicity: african american.

Event description:
It was reported that the pca pump was programmed at around 0100 to infuse a basal rate of morphine sulfate 1.2mg/hr with a demand dose of 1.5mg. When the patient's blood was drawn at 0500, it was noticed that the tubing was clamped but the device did not produce any occlusion alarms. When the nurse went to check the pump, it was found that the infusion was programmed for morphine sulfate 1.2mg demand dose only. The patient did not receive any medication from about 0100 to around 0530 as the patient was sleeping all night and would not be able to trigger the dose request cord to receive a demand dose. The pca set-up was ultimately discontinued at 0730. There was no patient harm.

Event description:
It was reported that the pca pump was programmed at around 0100 to infuse a basal rate of morphine sulfate 1.2mg/hr with a demand dose of 1.5mg. When the patient's blood was drawn at 0500, it was noticed that the tubing was clamped but the device did not produce any occlusion alarms. When the nurse went to check the pump, it was found that the infusion was programmed for morphine sulfate 1.2mg demand dose only. The patient did not receive any medication from about 0100 to around 0530 as the patient was sleeping all night and would not be able to trigger the dose request cord to receive a demand dose. The pca set-up was ultimately discontinued at 0730. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the source device did not alarm for an occlusion when the tubing was clamped was not confirmed or replicated during testing. A review of the pcu logs identified the start of an infusion of the medication morphine (drugid:171) on (B)(6) 2020 with a rate of 1.8ml/h and a vtbi of 37.7371ml for continuous only. The infusion programed was changed to pca and continuous in addition to several changes to the infusion rate. There were no occlusions observed leading up to the reported time of incident. No infusions were observed programmed at 1.2ml/h as stated by customer. Functional occlusion testing performed on the returned pca module demonstrated that occlusion alarms are produced when the set clamp is closed for both pca requests and during a continuous infusion. Test results indicate the device is working as intended during an occlusion. Additional asm barrel clamp, plunger force, and plunger position accuracy test results found the device in good working condition and operating in specification. Review of the pca module s/n (B)(4) service history record showed the device had a manufacture date of 09-oct-2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 04-may-2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause was not determined.